Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that she wet the bed and woke up with a battery out limit alarm. The insulin pump was exposed to moisture from the urine. The insulin pump said button failure. The buttons on the insulin pump were unresponsive. The customer was taken to the emergency room on (B)(6) 2016 due to a high blood glucose level of over 600 mg/dl. The customer's blood glucose level went down to 394 mg/dl. The customer was off the insulin pump since 3 a.m. That day. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.